Event description:
The manufacturer received information alleging a trilogy 100 ventilator had the alternating current (ac) cable pushed in. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's ac cable and connector required replacement to address the issue. Additional findings not related to the malfunction/issue included the direct current (dc) cable being pushed in which would require replacement to address the issue.